Event description:
Device appears to be oversensing on the atrial lead resulting in inappropriate at/af (atrial tachycardia/atrial fibrillation) events. Fyi rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).